Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient was scheduled for a replacement procedure. No adverse patient effects were reported. The device remains implanted and in service, pending the replacement. The device was explanted the following month and replaced with a non-boston scientific device. No additional adverse patient effects were reported. The explanted device was not going to be returned for analysis.